Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d - serial #: from: unknown, to: (B)(6). The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extracorporeal and extender tubing were returned attached. The original 0.018¿ guidewire was returned with the angiographic needle, dilator, t-handle, and one way valve attached to a syringe. One kink was located on the catheter tubing at approximately 76.2 cm from the iab tip. Additionally, the optical fiber was found to be broken at 2 different locations within the fiber optic cable and the y-fitting using a uv light. No other defects were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal, and extender tubing was performed. No leaks were found. The technician then attempted to insert the returned 0.018¿ guide wire through the inner lumen of the returned iab and found the inner lumen was occluded with blood. The inner lumen was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The balloon was replaced to continue therapy. There was no reported injury to the patient.